Manufacturer narrative:
Film evaluation summary the reported type ia endoleak could not be confirmed on the film provided but also could not be ruled out. Lack of additional returned angiography images or videos showing the endoleak, which may have included possible endoleak interrogation, did not permit a more comprehensive analysis of the endoleak source/cause. Post-implant CT¿s for assessment of the endoleak were also not provided. It is likely that disease progression over the 7 years of implantation, with the reported neck dilatation, may have been a factor in the reported endoleak. It is unknown if the lack of expansion of the suprarenal stents, leading to decreased stent graft lumen proximally, occurred in conjunction with the disease progression and may have contributed to the occurrence of a proximal endoleak. Update to d6; implant date medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system and heli-fx endo-anchors were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported approximately 7 years post the index procedure follow up CT angiogram identified a type ia endoleak. A reliant balloon was used to balloon however the endoleak persisted. Per the physician the cause of the endoleak is anatomy related likely due to neck dilation. No additional clinical sequelae were reported, and the patient will be monitored.